Event description:
The article "transcatheter tricuspid valve replacement for recurrent tricuspid regurgitation after tricuspid transcatheter edge-to-edge repair" was reviewed. The article presented a case study, to evaluate whether tricuspid valve replacement (ttvr) with evoque is feasible after tricuspid transcatheter edge-to-edge repair(tteer) is feasible. Devices mentioned include triclip and edwards evoque. The article concluded that ttvr with evoque may be feasible for select patients at experienced centers. [(B)(6)]. Three years prior, the patient was treated with tteer via two triclip xtr reducing tricuspid regurgitation from severe to mild-moderate. The patient had now presented with massive worsening tricuspid regurgitation and was experiencing symptomatic heart failure with limitation in physical activity. Multimodality cardiac imaging revealed single leaflet device attachment (slda) of the anteroseptal triclip. An additional tteer procedure was attempted but was unsuccessful due to a wide coaptation gap. No device was implanted. Medical therapy was performed however the patient's condition deteriorated further. Multiple heart failure hospitalizations occurred requiring intravenous diuretic therapy. A 52mm non-abbott evoque ttvr was performed and was implanted successfully with mild perivalvular leak.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter tricuspid valve replacement for recurrent tricuspid regurgitation after tricuspid transcatheter edge-to-edge repair.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported slda. The reported patient effects of worsening tr and subsequent heart failure appear to be related to the slda. Tr and heart failure are listed in the instructions for use as known possible complications associated with the tripclip procedures. The reported hospitalization, unexpected medical interventions, and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
The article "transcatheter tricuspid valve replacement for recurrent tricuspid regurgitation after tricuspid transcatheter edge-to-edge repair" was reviewed. The article presented a case study, to evaluate whether tricuspid valve replacement (ttvr) with evoque is feasible after tricuspid transcatheter edge-to-edge repair(tteer) is feasible. Devices mentioned include triclip and edwards evoque. The article concluded that ttvr with evoque may be feasible for select patients at experienced centers.. [The primary author and corresponding author was dr denizhan ozdemir at cedars-sinai medical center, los angeles, california, USA. With corresponding email denizhan.ozdemir@cshs.org. Three years prior, the patient was treated with tteer via two triclip xtr reducing tricuspid regurgitation from severe to mild-moderate. The patient had now presented with massive worsening tricuspid regurgitation and was experiencing symptomatic heart failure with limitation in physical activity. Multimodality cardiac imaging revealed single leaflet device attachment (slda) of the anteroseptal triclip. An additional tteer procedure was attempted, but was unsuccessful due to a wide coaptation gap. No device was implanted. Medical therapy was performed however the patient's condition deteriorated further. Multiple heart failure hospitalizations occurred requiring intravenous diuretic therapy. A 52mm non-abbott evoque ttvr was performed and was implanted successfully with mild perivalvular leak.